Event description:
Customer reported that she was hospitalized due to high blood. Customer's blood glucose reading was 267 mg/dl at the time of admission. Customer stated that the insulin pump was cracked at the reservoir compartment, the reservoir was not staying in place causing the high blood glucose. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with broken battery tube threads, reservoir tube lip and cracked case window corners.